Event description:
It was reported when the device was used during a colon resection, it fired an incomplete staple line. The case was completed using sutures and a another device. Consequently the pt developed renal failure and pelvic sepsis post operatively.